Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.